Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, and technical support advised cleaning the speaker holes and attempting to reconnect the cartridge. The alarm persisted with a new cartridge, prompting further troubleshooting. After waiting two hours to allow potential moisture to evaporate, the customer successfully resumed insulin delivery, and normal pump operation was restored. Technical support suggested the issue might have been caused by exposure to condensation or humidity and provided preventive tips, which the customer acknowledged.